Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d1: brand name - correction, d4: catalog no - additional information, d4: lot no - correction, h2: type of follow up - additional information/correction, h11: additional information.